Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device location of device: left tube with malpositioned essure 10 coils visible') and menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') in a 33-year-old female patient who had essure (batch no. 678818, 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, uterine bleeding, cesarean section, adenomyosis and follicular cyst of ovary. On (B)(6) 2018- pathology: endometrial curettings findings: exam under anesthesia revealed normal sized dilated. The uterus was sounded to 9.5 cm. Mm hegar dilator. Hysteroscopic findings: anteverted uterus. Cervix appeared the cervix was dilated up to the 8 bilateral ostia appreciated. Left tube with malpositioned essure, with 10 coils visible from the tubal ostia and additional coils within a large clot. Right tube with no visible essure. Hypertrophic endometrium with evidence of hypervascularity, calcifications and focal areas of adenomyosis. Gentle curettage with retrieval of copious amounts of endometrial curettings with calcifications. Great hemostasis was achieved. On (B)(6) 2019- pathologic diagnosis : a: uterus, cervix, left tube and ovary, essure; hysterectomy and left salpingo- oophorectomy: proliferative endometrium, unremarkable cervix and left fallopian tube, myometrium with adenomyosis, left ovary with benign follicular cysts. Essure device identified on site. Previously administered products included for an unreported indication: lo loestrin. Concurrent conditions included hypertension, uterine cyst, ovarian cyst, irregular periods, endometrial thickening, endometrial hyperplasia, hypoalbuminemia, perineal pain, polymenorrhoea, endometriosis and menses irregular. Concomitant products included cefalexin (keflex), ibuprofen and iron. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/pelvic pain"), urinary tract infection ("uti") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), anaemia ("anemia") and post procedural complication ("post procedural complication"). The patient was treated with lisinopril and surgery (d & c, dilatation and curettage and total abdominal hysterectomy, left salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, anaemia and urinary tract infection had resolved and the vaginal haemorrhage, anxiety, depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-abdominal. Bleeding: menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding. Migration, uti discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, anemia, lot number: 678818, manufacture date: 2009-10, expiration date: 2012-10, lot number: 721040, manufacture date: 2010-03, expiration date: 2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-may-2020: plaintiff fact sheet received. Added event post procedural complication. Outcome of events device dislocation was updated as recovered. Updated event genital haemorrhage as non serious. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, anaemia and urinary tract infection had resolved. The reporter considered abdominal pain, anaemia, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract infection to be related to essure. The reporter commented: received treatment for pain-abdominal. Bleeding: menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding. Migration, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: result: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: new events- abdominal pain, menorrhagia, anemia, general abnormal bleeding, psych injury, migration, uti were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device location of device: left tube with malpositioned essure 10 coils visible'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 678818,721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, uterine bleeding, cesarean section, adenomyosis and follicular cyst of ovary. (B)(6) 2018- pathology: endometrial curettings findings: exam under anesthesia revealed normal sized dilated. The uterus was sounded to 9.5 cm. Mm hegar dilator. Hysteroscopic findings: anteverted uterus. Cervix appeared the cervix was dilated up to the 8 bilateral ostia appreciated. Left tube with malpositioned essure, with 10 coils visible from the tubal ostia and additional coils within a large clot. Right tube with no visible essure. Hypertrophic endometrium with evidence of hypervascularity,calcifications and focal areas of adenomyosis. Gentle curettage with retrieval of copious amounts of endometrial curettings with calcifications. Great hemostasis was achieved. (B)(6) 2019-pathologic diagnosis : a: uterus, cervix, left tube and ovary, essure; hysterectomy and left salpingo- oophorectomy: proliferative endometrium, unremarkable cervix and left fallopian tube, myometrium with adenomyosis, left ovary with benign follicular cysts, essure device identified on site. Previously administered products included for an unreported indication: lo loestrin. Concurrent conditions included hypertension, uterine cyst, ovarian cyst, irregular periods, endometrial thickening, endometrial hyperplasia, hypoalbuminemia, perineal pain, polymenorrhoea, endometriosis and menses irregular. Concomitant products included cefalexin (keflex), ibuprofen and iron. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), anaemia ("anemia") and urinary tract infection ("uti"). The patient was treated with lisinopril and surgery (d & c, dilatation and curettage and total abdominal hysterectomy, left salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, vaginal haemorrhage, anxiety and depression outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, anaemia and urinary tract infection had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-abdominal. Bleeding: menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding. Migration, uti discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, anemia. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs+mr received- lot numbers were added. New events abnormal bleeding (vaginal), depression were added. Event psych injury/psychological or psychiatric problems condition updated to mental anguish. New reporters, race, height, medical history, concomitant and historical drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/malposition of essure device location of device: left tube with malpositioned essure 10 coils visible'), menorrhagia ('abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in a 33-year-old female patient who had essure (batch no. 678818,721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ectopic pregnancy, uterine bleeding, cesarean section, adenomyosis and follicular cyst of ovary. (B)(6) 2018- pathology: endometrial curettings. Findings: exam under anesthesia revealed normal sized dilated. The uterus was sounded to 9.5 cm. Mm hegar dilator. Hysteroscopic findings: anteverted uterus. Cervix appeared the cervix was dilated up to the 8 bilateral ostia appreciated. Left tube with malpositioned essure, with 10 coils visible from the tubal ostia and additional coils within a large clot. Right tube with no visible essure. Hypertrophic endometrium with evidence of hypervascularity,calcifications and focal areas of adenomyosis. Gentle curettage with retrieval of copious amounts of endometrial curettings with calcifications. Great hemostasis was achieved. (B)(6) 2019-pathologic diagnosis : a: uterus, cervix, left tube and ovary, essure; hysterectomy and left salpingo- oophorectomy: proliferative endometrium , unremarkable cervix and left fallopian tube , myometrium with adenomyosis , left ovary with benign follicular cysts , essure device identified on site. Previously administered products included for an unreported indication: lo loestrin. Concurrent conditions included hypertension, uterine cyst, ovarian cyst, irregular periods, endometrial thickening, endometrial hyperplasia, hypoalbuminemia, perineal pain, polymenorrhoea, endometriosis and menses irregular. Concomitant products included cefalexin (keflex), ibuprofen and iron. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced anxiety ("mental anguish") and depression ("depression"). In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 7 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/pelvic pain"), abdominal pain ("abdominal pain"), anaemia ("anemia") and urinary tract infection ("uti"). The patient was treated with lisinopril and surgery (d & c, dilatation and curettage and total abdominal hysterectomy, left salpingectomy, left oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, vaginal haemorrhage, anxiety and depression outcome was unknown and the menorrhagia, genital haemorrhage, pelvic pain, abdominal pain, anaemia and urinary tract infection had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device dislocation, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: received treatment for pain-abdominal. Bleeding: menorrhagia (heavy menstrual bleeding),anemia, general abnormal bleeding. Migration, uti discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia, vaginal bleeding, anemia lot number: 678818 manufacture date: 2009-10 expiration date: 2012-10 , lot number: 721040 manufacture date: 2010-03 expiration date: 2013-03 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.